Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon used a 35ol until it leaked. It was replaced. There was no consequence to the pt.